Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided the investigation will be reassessed.

Event description:
It was reported that, a patient who underwent rsa (perform humeral) on (B)(6) 2024. During postoperative follow-up revealed stem loosening (the stem had shifted into a varus position). A revision arthroplasty was scheduled for (B)(6) 2025.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, a patient who underwent rsa (perform humeral) on (B)(6) 2024. During postoperative follow-up revealed stem loosening (the stem had shifted into a varus position). A revision arthroplasty was scheduled for (B)(6) 2025.